Event description:
Upon review of medical records it was discovered that the patient had a previous revision for failed left total knee arthroplasty with instability and recurrent effusions.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The provided medical records confirm the reported event. Clinician review of the records could not determine a definitive root cause of the event due to the limited scope of the records; the review concluded "there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this patient¿s clinical problems" a CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Upon review of medical records it was discovered that the patient had a previous revision for failed left total knee arthroplasty with instability and recurrent effusions.